Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issue with malposition was determined to be inadvertent/unintentional interaction of the product from the physician mispositioning the device during the procedure. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing blood in the urine. The right cylinder had crossed over to the left corpora, and the device was removed to allow the urethra to recover. The physician believes the component was not placed properly, as it was initially positioned on the right side, then deviated to the left, and was ultimately found near the left cylinder. There were no further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing blood in the urine. The right cylinder had crossed over to the left corpora, and the device was removed to allow the urethra to recover. The physician believes the component was not placed properly, as it was initially positioned on the right side, then deviated to the left, and was ultimately found near the left cylinder. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).